Event description:
It was reported that during a surgical procedure at the user facility that the device would continue to run. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility that the device would continue to run. The procedure was completed successfully. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.